Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that  they were having a terrible time and they don't know how to run the device. Patient stated that they were getting pain and they don't know if their device was too high. Agent attempted to assist patient with turning therapy down and connecting to their therapy settings, but patient could not hear agent. . Patient states having urinary and bowel symptoms for about the last 6 months . About a week ago feeling pain in both areas of bowel and urinary areas. Caller states they had increased the settings due to the symptoms and now decreased and the pain has gone away. But depending on how patient moves when touching the back side it can hurt . Patient states having several falls. Over a month ago patient had the flu and fell out of bed and also lost balance and fell. Patient felt like the stimulator has dropped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.